Event description:
New information indicated the device was reprogrammed. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent ventricular undersensing. No intervention or patient symptoms were reported. The patient would be monitored.